Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that several infusion sets had bent cannulas. The customer's blood glucose reading ranged from 30 to 500 mg/dl. The customer stated that she had a lot of scar tissue and inserted using the serter. The customer did not have problems with the overtape. Nothing was replaced or returned.